Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "the patient had a previous left side capsular contracture and the capsule was removed (...) And the same device was implanted back on the same day". Later healthcare professional reported "no contracture" since patient's last visit. Later healthcare professional reported "per patient description, capsular contracture baker grade iii". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Correction to h6 adverse event problem in the initial medwatch: un-reporting a2303 improper or incorrect procedure or method. This event was determined to be not reportable to the FDA as there was no allegation of patient injury or harm associated with the reuse of the patient's implant to treat capsular contracture.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "the patient had a previous left side capsular contracture and the capsule was removed (...) And the same device was implanted back on the same day". Later healthcare professional reported "no contracture" since patient's last visit. This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "the patient had a previous left side capsular contracture and the capsule was removed in (B)(6) 2025 and the same device was implanted back on the same day". This record is for the left side. The device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade unknown". The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.